Manufacturer narrative:
Citation: amirghofran aa, et al. Using the autologous innominate vein as a substitute for pulmonary arteries in a patient with pulmonary atresia and absent pulmonary arteries. J cardiothorac surg. 2021 apr 15;16(1):89. Doi: 10.1186/s13019-021-01489-9. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a pediatric patient with pulmonary atresia, double outlet right ventricle, ventricular septal defect, and absence of major pulmonary arteries who underwent implant of an 18 mm medtronic contegra valved conduit (unique device identifier number not provided) to establish continuity between the right ventricle and the innominate vein. During regular follow-up, echocardiography detected a gradual gradient increase across the pulmonary arteries. Three years after contegra implant, computed tomography angiography confirmed moderate narrowing of the distal anastomotic site on both sides of the conduit. Consequently, bilateral stenting was performed (at approximately four years of age), followed by a balloon re-dilatation one year later (at approximately five years of age). The patient was reported to be in good condition following both catheter-based interventions. The authors did not state the exact cause of the conduit narrowing but noted that no fibrosis or calcification was observed on the contegra, indicating that the narrowing/stenosis was likely a dynamic process rather than a structural change. No additional adverse patient effects or product performance issues were reported.